Event description:
A male pt called lifecor customer support to report that when he places one of his battery packs in the charger the charger fault light flashes red. A review of the pt's downloaded data shows battery pack fauls and runtime expired flags. The suspect battery pack was replaced.